Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an oxygen (o2) sensor out of range error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) advised the customer over the phone to replace the o2 sensor. The customer stated that they replaced the o2 sensor, performed extended testing, and all testing passed.